Event description:
Procedure: lap sigmoid. According to the reporter: after exposing/dissecting the sigmoid, they took off the first part of the sigmoid safe and closed it with a stapler. The second magazine was used to finish stapling the rest of the sigmoid. The stapler did not cut the issue correctly and did not clamp. There was no fluid leakage, but the bowel was cut and "open"; there were no staples besides the cutting line. The surgery was converted to an open procedure, and it took about 1 hour longer.

Manufacturer narrative:
.